Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. On the same day, the patient was hospitalized for the event. Treatment for the event was not reported. The cause of the peritonitis was unknown. Six days after admission to the hospital, the patient was discharged. At the time of this report, the patient was recovering from peritonitis. On an unreported date, the patient¿s pd catheter was removed. Additional information was not available. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).